Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 360-379 mg/dl, nausea and 0.2 mmol/l ketone values. A manual injection was administered to address bg. Customer was treated in the emergency room (ER) with anti-nausea medication and anti-bacterial medical. The anti-bacterial medication was to prevent a possible infection from the manual injection administered. Customer was released from the ER, feeling nauseous but more alert. Reportedly, the customer reverted to manual injections for diabetes management as advised by healthcare provider.

Manufacturer narrative:
H6- 2423 code removed, 2993 added. Product problem changed to "no".